Manufacturer narrative:
Eua # (B)(4). Medical device lot #: 012266(02) was reported, however, this is not a lot# manufactured by bd. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay 4 false positive results were obtained. Some of the positive samples were repeated on the veritor and gave discrepant results. Samples were sent for pcr testing and were negative. Testing performed was performed on staff and the erroneous results resulted in a 10 day quarantine. The customer stated they are testing asymptomatic patients. This test is not intended for use on asymptomatic patients and was therefore used off label. Eua # (B)(4).

Manufacturer narrative:
The following fields have been updated with additional and corrected information: d.3. Medical device manufacturer: bd rapis diagnostics (suzhou) co. Ltd. ¿ suzhou, china / 215021 d.4. Medical device lot #: 0222901. D.4. Medical device expiration date: 2021-01-27. G.2 manufacturing location: bd rapis diagnostics (suzhou) co. Ltd. ¿ suzhou, china / 215021. H.4. Device manufacture date: 2020-08-21.

Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay 4 false positive results were obtained. Some of the positive samples were repeated on the veritor and gave discrepant results. Samples were sent for pcr testing and were negative. Testing performed was performed on staff and the erroneous results resulted in a 10 day quarantine. The customer stated they are testing asymptomatic patients. This test is not intended for use on asymptomatic patients and was therefore used off label. Eua # 201889.

Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay 4 false positive results were obtained. Some of the positive samples were repeated on the veritor and gave discrepant results. Samples were sent for pcr testing and were negative. Testing performed was performed on staff and the erroneous results resulted in a 10 day quarantine. The customer stated they are testing asymptomatic patients. This test is not intended for use on asymptomatic patients and was therefore used off label. Eua # (B)(4).

Manufacturer narrative:
Eua#: (B)(4). H6: investigation summary: bd has received several customer complaints for false positive results, when using bd sars-cov-2 reagents for bd veritor¿ system. The current investigation concerns multiple lots of bd sars-cov-2 reagents for bd veritor¿ system. Bd takes a systematic approach to investigating false positive complaints that are received. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. A device history review was conducted for lot number 0222901. The investigation did not find a root cause for the false positive results that were observed. It is recommended that each customer review their workflow carefully to ensure that the package insert is being followed as written. The root cause is under investigation and will be documented in our quality system. Bd cannot confirm the complaint based on the investigation that was performed. A corrective and preventive action (CAPA#1878253) is already initiated to investigate the root cause and some mitigation actions are already being addressed. H3 other text : see h10.